Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer pockets were not opening. A field service engineer found that the random cubies were failing in main drawer 2.1 and 4.1 and disassembled and reassembled both drawers and reseated all rear connections but found no issues. The retractor bands were replaced due to wear, and the internal pyxibus cable was replaced, which resolved most issues. Cubie b6 in drawer 2.1 continued to fail even after replacement, so the drawer controller board was replaced. After this, all cubies and drawers were functioning normally and replaced keyboard cover due to physical damage to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawer pockets failed to open. Multiple pockets in drawer 4.1 did not open, and the drawer exhibited intermittent performance. The customer attempted to resolve the issue by restarting the machine and replacing the affected cubies; however, the pockets and the drawer continued to fail with approximately a half the success rate. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.